Event description:
It was reported via repair work order that the height adjustment racks and the cross brace were bent which could affect patient support. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.